Event description:
It was reported that during a percutaneous coronary intervention (pci) wire breakage occurred. A pt graphix guide wire was used with an unknown balloon catheter. When the physician wanted to change the balloon on the pt graphix wire, the wire broke. The event occurred outside the patient. No patient complication were reported.

Event description:
It was reported that during a percutaneous coronary intervention (pci), wire breakage occurred. A pt graphix guide wire was used with an unknown balloon catheter. When the physician wanted to change the balloon on the pt graphix wire, the wire broke. The event occurred outside the patient. No patient complication were reported.

Manufacturer narrative:
The device was received for analysis. The device was cut in two sections, the proximal section presents a kink at 27.2 fom the proximal end, and the distal section presents two kinks at 39cm and 151cm from the proximal end. All the measures taken during dimensional inspection are within specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The failure occurred due to a tension/bending overload with a final torsion event. The failure was due to a tension/bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).